Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in canada who received fentanyl 23500 mcg/ml at a dose of 4196 mcg/day and bupivacaine 17 mg/ml at a dose of 3.03 mg/day via an implantable pump. The indication for use was not provided. It was reported that a motor stall seen at initial interrogation. The stall occurred on (B)(6) which was the same time the patient first began hearing the audible alarm. They ruled out electromagnetic interference (emi) as the cause of the stall and confirmed that the patient did not have a magnetic resonance imaging (MRI) scan at that time. There were no patient symptoms reported. The patient was seen on (B)(6) and they programed the pump to minimum rate mode. They were planning on explanting the pump but did not know when and may not replace the pump because the patient was doing "quite well" on po meds per the caller. The caller requested the pump off code for today as the patient did not want to listen to the pump alarming up until the time the pump could be explanted. The off password was provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received which indicated that the implant date of the pump was not available. As a result of the event, the patient experienced a loss of therapy based on the pump being programmed to minimum flow rate. The explant of the pump had occurred but the date was not available. As reported, the cause or contributing factors for the motor stall was not determined as the customer had no way of determining this. The pump was expected to be returned at a later date, not specified.